Event description:
It was reported that the patient presented for system extraction due to infection. The entire system, including the pacemaker, right ventricular lead, right atrial lead and the implantable cardiac monitor, was explanted. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned. The interrogation results were normal, the visual screen was acceptable, and device image download successful. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
New information received indicates that the physician does not believe infection was device or procedure related.